Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber grommet on btt tore. New kit opened to finish the case. Nothing dropped in or was in the patient. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 19apr2021. An investigation was conducted on 28may2021. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the seal. Two cracks were noticed on the inner part of the seal. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material, split, cut or torn" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.